Manufacturer narrative:
The events of gel stent curling, high intraocular pressure, and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient experienced iop greater than 10 from baseline in the left eye against the xen®45 gts roughly two weeks after implantation in the left eye. The iop was noted as 60 mmhg and event was noted as moderate. A needling was carried out on the same day and iop lowered to 11mmhg. Event is recovered/resolved. Roughly a month after implant, the xen gel stent was noted to be mildly curved. Patient had a 5 fu injection in the eye on the same day. The event is currently recovering/resolving.

Event description:
Additional information received noting the event of bcva worse than two lines has fully recovered/resolved. Patient also experienced two additional reported events of bcva loss of =2 lines that were mild and recovered/resolved with no action necessary with the study device.

Event description:
Additional information received noting the event of mild corneal epitheliopathy had fully recovered/resolved.

Event description:
Additional information received noting the patient also experienced bcva worse than two or more from baseline, the xen became curved. A few weeks later the patient also experienced mild corneal epitheliopathy and a subconjunctival hemorrhage. The patient is recovering/resolving rom the bcva worse than two lines and the curved xen, but is not yet recovering from the mild corneal epitheliopathy and a subconjunctival hemorrhage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.